Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with isodur prosthesis head . It was reported that on the surface residues were observed. According to current information there was no patient harm. A revision surgery was not necessary. An additional medical intervention was not necessary. Additional information was not provided nor available. Clarification has been requested. The adverse event/malfunction is filed under aag (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a nk429k - isodur prosthesis head 12/14 28mm s. According to the provided information, a brown staining could be found inside the taper after unpacking the metal ball head. We did receive the ball head for investigation in decontaminated condition. Investigation: the metal ball head has been analysed visually and microscopically. The brown staining mentioned by the customer could be confirmed. It can clearly be found inside the taper of the metal ball head. Furthermore, a scratch can be detected. A xrf spectroscopy has been executed to confirm that the material of the ball head is within the specification (cocrmo). Furthermore the staining was analysed via an edx with the following outcome: within the edx analysis of the brownish residue, iron and oxygen were detected as the main constituents. This is an indication of corrosion residues. Batch history review: the device history records have been checked for the available lot number 52530653 and found to be according to the specification valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is probably usage or manufacturing related. Rationale: based on the available information and after the internal investigation a clear conclusion can not be drawn to date. It could be detected that the brown staining is corrosion. Therefore this case has been discussed with the responsible sme (subject matter expert) of the manufacturing plant. According to the sme, it is very unlikely that this corrosion occurred during the manufacturing process. After turning and polishing of the metal ball head, a validated washing procedure takes place and is followed by a defined drying procedure to ensure that no residual moisture occurred. Scratches within the taper may indicate that it came in contact with unspecified object. However, after the investigation it can not be decided clearly whether this problem occurs during the manufacturing process (a 100% visual inspection took place before packaging) or after the distribution of the ball head, e.g. Within the hospital. On the basis of market surveillance data, this is the first complaint with this failure pattern in the last 3 years. Therefore we assume that this is an individual case. No systematic failure could be detected. Corrective action: a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action).